Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on (B)(6) 2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: right mentor siltex round spectrum 425cc saline prosthesis, catalog: 3542470m, lot: 198143. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with a mentor siltex round spectrum 500cc saline prosthesis. Deflation on the left breast prosthesis was diagnosed post procedure through a physical examination. At the time of this report, mentor has received no information regarding explant date.

Manufacturer narrative:
On august 04, 2025, mentor received additional information regarding the patient's event. It was reported that the patient's breast prosthesis is now 25% deflated. There was palpable wrinkles and crinkling on the left breast. D4: UDI: the UDI is unavailable. The device was made prior to UDI compliance date. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).